Manufacturer narrative:
Event date: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy approximately on (B)(6) 2022 and the ipg was deemed inoperable. It is unknown if the battery prematurely depleted. As such surgical intervention took place where in the ipg was explanted and replaced with a new device. Post procedure therapy was restored.